Manufacturer narrative:
Received one (1) used. List #14687-15, primary plum set for evaluation. As received, the secondary port clave was separated and broken off from the port on the cassette. Stress marks and a rigid break were observed on the clave and on the port. Received one (1) photo of the set in a bag. The set was leak tested, and leakage was observed. The complaint of leakage can be confirmed. The probable cause is due to an unintentional bending force during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
An email was received regarding a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch, alleging a leak during patient use. It was stated in the report that the cassette had a water leak.